Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side rupture of textured implant. Healthcare professional later only reported capsular contracture baker grade 3 and did not mention a rupture. The device has been explanted and replaced.

Event description:
Patient reported, right side rupture of textured implant. Healthcare professional later only reported, capsular contracture, baker grade iii. And did not mention a rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, one opening on anterior side assessed, as a surgical damage. Crease fold observed. No further actions are required, as the device was implanted.